Manufacturer narrative:
The reported event was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
During a revision surgery, larger glenosphere and poly implants were used to address chronic dislocation in the patient's shoulder joint. It's likely that the teeth of one of the instruments, specifically the glenosphere removal tool, were bent prior to the surgery, as they were observed to be slightly bent from the outset. The glenosphere and poly implants were tornier products. However, it's important to note that the revision surgery was not due to faulty implants but rather instability issues. The surgical procedure encountered difficulties initially due to the damaged instrument but proceeded smoothly after switching to another set of instruments.

Event description:
During a revision surgery, larger glenosphere and poly implants were used to address chronic dislocation in the patient's shoulder joint. It's likely that the teeth of one of the instruments, specifically the glenosphere removal tool, were bent prior to the surgery, as they were observed to be slightly bent from the outset. The glenosphere and poly implants were tornier products. However, it's important to note that the revision surgery was not due to faulty implants but rather instability issues. The surgical procedure encountered difficulties initially due to the damaged instrument but proceeded smoothly after switching to another set of instruments.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.